Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the battery was changed multiple times, but the issue was not resolved. Customer stated battery was low in the night and when they inserted brand new battery the insulin pump did not started. Insert battery alarm was not display on the screen. Customer stated display did not returned after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will ot be returned for analysis.